Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. H6 - component code - proposed component (annex g) code is mechanical (g04) - provisional top the returned provisional exhibited signs of repeated use (nicked/gouged) and the dovetail feature was compressed and fractured on the medial side of the post. The device history records were reviewed and no discrepancies were identified. Fracture analysis of tibial articular surface provisionals (tasps) revealed hackle marks, river lines and striations consistent with bending overload and low cycle fatigue culminating in bending overload. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a fractured provisional was received via the worn instrument return program. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.